Event description:
Visiting nurse noticed discrepancy between actual residual volume of pump at time of refill and volume on print-out from pump. Upon aspiration at next scheduled refill, nurse was able to extract entire volume of drug from previous fill. Pump rotor stall was confirmed by study in physician's office. Pt had experienced some increase in pain as a result, and had been supplementing with oral medication. Pump was explanted and replaced with another similar device.